Manufacturer narrative:
Additional information a4 - patient weight.

Manufacturer narrative:
The report of device displayed ¿eri¿ message was confirmed. As received, the returned device had displayed elective replacement indication (eri). A longevity calculation and analysis of the returned ipg confirmed the device had normal battery depletion. As such, this event does not meet the reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator message. As such, surgical intervention took place on (B)(6) 2020 where in the ipg was explanted and replaced with a new ipg. Reportedly, therapy was confirmed post operatively.